Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a soft tissue healing impairment at the abutment site. The patient was treated with antibiotics (oral and topical), a topical antifungal and a topical steroid (dates not reported), however; the issue could not be resolved. On (B)(6) 2017, the patient's abutment was removed and subsequently treated with a topical antibiotic. The implanted device remains.